Manufacturer narrative:
Other, other text: returned device was received in unused physical condition. During the evaluation of the device, no fault could be found with the returned device neither could any discrepancies be detected related to the manufacturing process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop might have been the reason that the cadd pump was alarming that no disposable is attached. There were no adverse events reported.